Event description:
There was no pt involved in this event. This device was malfunctioned as the device red status indicator flashing.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2010 and performed to specification up to the 4th august 2013. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(4) 2013 and (B)(4) 2014. The pad-pak was removed from the device. The device failed multiple self-tests due to a low battery between 15th-18th march 2015. Upon visual inspection of the device the apex patient pogo pin was seen to be sheared off. Investigation found the reported fault can be attributed to membrane failure. The damage to the pogo-pin may have occurred during the reinstallation of the pad-pak on 15th march 2015 and subsequently resulted in the low battery warning due to an incorrectly seated pad-pak. No pad-pak was returned for investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.